Manufacturer narrative:
The report of an overinfusion of precedex was confirmed. The pcu event log shows the bolus was programmed as intended, however when the bolus completed, the device transitioned to the continuous infusion which was programmed at an incorrect dose/rate. The event description states that the bolus was to be followed by a dose of 0.2mcg/kg/min, however the actual dose after the bolus was 0.8mcg/kg/hr (rate = 17ml/hr). The pump module was not returned for investigation. The root cause of the reported overinfusion of precedex was identified as due to programming. Review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 04oct2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 20july2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. No devices received, log review only.

Event description:
It was reported an overinfusion of precedex drip that lead to an adverse event. The patient's hospitalization was prolonged and required additional monitoring of blood pressure. Patient's blood pressure readings were as follows: 112/79 at 1200, 70/43 at 1300, 110/71 at 1400, and maintained until the following day. There was no additional care needed initially after the event. The following morning, dopamine infusion was started for the blood pressure. The patient was diagnosed with acute hypoxic respiratory failure due to acute diastolic congestive heart failure and septic shock from (B)(6) community acquired pneumonia. It is the customer's belief that the patient's condition and hypotension were likely due to the diagnosis and not because of precedex. The event occurred in cardiac care unit (ccu). It was further noted that precedex was programmed as 1mcg/kg bolus to infuse over ten minutes and followed by 0.2mcg/kg/min as the initial rate and titrated by 0.1mcg/kg/min every 30 minutes per richmond agitation-sedation scale (rass). The medication bolus was given as ordered; however, it was administered after the drip was started at an incorrect rate. Furthermore, the patient lost the intravenous (IV) access during the bolus period and the IV dressing was soaked. Another IV access was inserted, and bolus was restarted at 1220.